Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the surgeon was opening the jaws of the instrument, the black plastic covering the retraction knob broke into pieces and fell away. The pieces were collected and accounted for. The procedure was completed without further incident. There was no patient injury.